Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The patient reported that their pump was refilled every month. The patient stated that just prior to their scheduled (B)(6) 2006 refill, the patient was notified by their insurance company that their refill health care provider (hcp) was no longer in-network and would not be covered. The patient had been unable to find a network hcp to refill the pump. The patient went through withdrawal and had a return of pain. The patient verified that she had the device removed sometime in "2004 or 2005" because the insurance company stopped paying for her to have it filled, and the alarm kept going off because it was empty. The patient's outcome was unknown. The system was delivering morphine at an unknown dose and concentration. The lot number of the drug was unknown. The indications for use were non-malignant back pain and failed back surgery syndrome. If additional information becomes available, the event will be updated.